Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference sections d1 updated, d4 model number updated, d4 catalog number removed, d4 primary UDI number updated. Evaluation results: the device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a damaged trace on a transformer on the analog board. The analog board will be replaced to resolve the report. The board was scrapped after testing. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction